Manufacturer narrative:
9735602. Product was returned and no failure was found. 9735638. Product was performed and analysis was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem had connection issues with the navigation system. There was no patient present.